Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was not tested. The customer declined tandem technical support's offer to troubleshoot. The customer resumed insulin delivery without changing any pump supplies.